Event description:
As reported on (B)(6) 2015, and (B)(6), male pt presented for a microwave ablation of liver segment v of a colorectal lesion. The procedure was completed in five overlapping positions. The procedure took approximately 28 minutes and no issues were noted. Upon removal of the applicator it was noted that the tip of the applicator was missing. The treating physician unsuccessfully attempted to remove the tip from the pt. The pt was reported as stable after the procedure, and is being observed. It was reported that the applicator involved int he reported incident is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).